Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.4, laboratory inr: 3.7. Testing performed within 1 hour of each other. Reportedly, patient would not discuss procedure with technical support (ts), patient has been using inratio for 2 months. Therapeutic range is unknown for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.